Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, bruxism, peri-implantitis, infection, pain, inflammation, mobility ((B)(6) are same patient).